Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E3 - occupation: charge tech interventional radiology. H3 - device evaluated by mfg?: the complaint device will not be returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that two retracta detachable embolization coils would not deploy during an unspecified procedure for a patient of unknown age and gender. At this time, no harm to the patient has been reported. Additional information regarding event details and patient outcome have been requested but are currently unavailable. This report captures one instance of difficult coil deployment. The additional coil is captured in a report with patient identifier: (B)(6).

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that two retracta detachable embolization coils would not deploy during an unspecified procedure for a patient of unknown age and gender. In additional information provided 15jan2026 it was reported that alternative coils were used to complete the procedure. It is unknown where within the device the coils became lodged or if the junction zone was positioned just inside the catheter tip. The make and model of the catheter used is unknown or if the catheter was flushed, but the standard of procedure is to flush all catheters. It is unknown in which direction the delivery wire was rotated. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation including the complaint history, device history record, quality control procedures, drawing and instruction for use (IFU) of the device, were completed during the investigation. The complaint device was not returned to the manufacturer for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no quality control discrepancies. It should be noted that three other complaints were associated with the final product lot number. Cook was also able to review product labeling. The current instructions for use [t_mwcer_rev5] state the following: "under fluoroscopic visualization, slowly advance the delivery wire until the entire length of coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length." Evidence provided upon review of the dmr, IFU and DHR suggests that the device was not manufactured out of specification and that there are no nonconforming products in house or in the field. Based on the information provided, no returned product, and the results of this investigation, it was concluded that a component failure without any design or manufacturing issues contributed to the reported event. It is possible that the wrong sized catheter was used or the junction zone was not just inside the catheter tip when the coil was attempted to be deployed, but due to a lack of information this could not be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b3, b5. Correction: h6 - annexes e and f. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information provided 15jan2026 it was reported that alternative coils were used to complete the procedure. It is unknown where within the device the coils became lodged or if the junction zone was positioned just inside the catheter tip. The make and model of the catheter used is unknown or if the catheter was flushed, but the standard of procedure is to flush all catheters. It is unknown in which direction the delivery wire was rotated. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.